Manufacturer narrative:
Work order passed. Failure of the registration function. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that when trying to trace on a patient, the points were showing up on the posterior side of the model. It was confirmed there was hair showing on the back of the model. The site tried registration with both points and tracing with no resolution. A rep went in to edit the model and cropped the posterior hair out. Then went back and added points on the right tragus, nasion, and tip of the nose as well. Error went down to 2.2mm and the surgeon was willing to proceed with the procedure. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.